Event description:
It was reported that the pcu had a system error. The pcu then shut down and did not turn back on. There was a slight delay in begin the infusion. There was patient involvement but no patient harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pcu had a system error. The pcu then shut down and did not turn back on. There was a slight delay in begin the infusion. There was patient involvement but no patient harm.

Manufacturer narrative:
Additional information: imdrf annex a, b, c, d & g codes, device eval by manufacturer?, reason code for no evaluation, if other specify. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the pcu had a system error. The pcu then shut down and did not turn back on. There was a slight delay in begin the infusion. There was patient involvement but no patient harm.